Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed cubie. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket b4 was jammed with a baggie and needed to be broken open. A field service engineer (fse) recovered the pocket to restore access to drawer 2.2. The fse then instructed the customer to remove the damaged pocket, replace it with a new one, and reload the drawer to resolve the issue. The system functioned as intended after the field service engineer assessed the device.